Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, approximately half-filled easypump ii lt 100-50-s without packaging. The received pump was taken to a visual inspection. Damages or other deviations were not immediately detected. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not blocked. According to the received sample we amended the stated batch no. (Registered batch no. In the sap c³ was 15c06ge26r - batch no. Visible at the sample is 15d16ge261). After opening the top cap and removing the closing cone, we detected crystallized drug residues respectively solution (liquid) at the filling port (lli-cone). In addition, we detected crystallized drug residues at the patient connector. Moreover, the sample was taken to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (opening the white clamp) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is blocked, therefore the sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump has not diffused (drug: 5fu) despite the purge and the solution was flowed normally.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. Device history records (DHR):- reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. However, blockage due to crystallization is a known error pattern and corrective and preventive actions are in progress / have been implemented.